Event description:
It was reported that the 9900 system had intermittent motion error message and would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.